Event description:
The user facility reported that during an unspecified procedure, the users experienced a complete loss of image. The procedure was completed using a different device. There was no further information provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but received no additional information regarding the reported event. The device referenced in this report was returned to olympus for evaluation. The evaluation was able to duplicate the user's report of image difficulty. The image was intermittently distorted, and then lost. The evaluation also noted the shaft of the telescope was bent, dented, and scratched on the outer tube, and the unit did not pass light transmission testing. There was also burn marks and corrosion on the contact pins of the video connector. The cause of the failure was likely physical damage to the cable unit related to user handling. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.